Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and patient's concern with product.

Event description:
Healthcare professional reported right side deflation and patient concern with the product. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Lab analysis summary: visual analysis of the returned device identified one curved opening, yellow particles in device inner surface and fold creases. A microscopic analysis and leak test were performed which identified one sharp opening and nicks other. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side posterior assessed as unidentified (tear) opening. Nicks others assessed as non-penetrating nick.